Event description:
Add'l info rec'd from MFR 10/17/03: depuy spine received the letter reporting an issue with one of it's medical devices. The letter requested that it provide the medwatch number, or submit a medwatch report in regard to this reported event. Evaluation found that this product is part of a current ide study, #g6990303. As a result an MDR is not required and all relevant info will be provided in the ide study. Additionally, MFR has been informed that the pt complained of pain 24-months after the implant of the deivce. Someone (another doctor) informed the pt that the device was causing pain. The pt visited their treating surgeon and a thorough examination was performed. The surgeon concluded that there was no problem with the device. The surgeon noted that the pt has facet arthrosis and recommended facet injections. The pt requested that the surgeon remove the device. The surgeon refused to remove the device because nothing was wrong with it and could not justify performing major surgery.

Event description:
Pt part of study. Had device implanted. Six months after implantation. Pt. Began experiencing pain. Continues to be in constant pain. Evaluation by neurologist - was told that implanted disc is "not stable". Device remains implanted.